Event description:
New information received notes the patient was scheduled for a procedure 12 aug, 2021 but the patient cancelled the procedure the day of the procedure. No further information or schedule was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported for a follow up in clinic. It was noted that the patient had received inappropriate shock due to dislodgement of the right ventricular (rv) lead. Oversensing and noise was observed on the rv lead. Programming changes were made to render the rv lead inactive. The patient was pending lead replacement. The patient was stable.